Event description:
It was reported that post paced t-wave oversensing and possible intermittent loss of capture were observed. The t-wave oversensing coincides with a recent ablation procedure. Reprogramming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.